Manufacturer narrative:
Qc was within the established specifications and then was noticed to be drifting high. Bci hotline sent a new glu electrode to the customer. A service call was not initiated by the customer. The old electrode was returned to bci for further evaluation. The root cause appeared to be the electrode.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding 2 glucose (glu) results generated by the unicel dxc 800 pro synchron clinical system run in duplicate that did not match. When compared to an alternate instrument, the results were found to be erroneously high. The erroneous results were not reported outside of the laboratory. There was no affect to patient treatment with regard to this event.